Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. The wearable was inserted into the arm on (B)(6) 2023. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. In addition, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.